Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple intermittent occlusion alarms occurred during bolus delivery. Customer changed the cartridge and infusion set multiple times to clear the occlusion. Customer's blood glucose was 150-200 mg/dl.